Manufacturer narrative:
No sample or lot number info was provided for eval. A review of the instructions for use found the following: "warning: when placing drains, care should be taken to ensure the channeled portion of the wound drain lies completely within the confines of the wound. Read product insert provided with closed wound evacuator for detailed instructions, warnings and precautions associated with the use of the evacuator device. To avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. Baseline report previously filed. Add'l info and return of actual sample have been requested and customer has responded the drain was discarded by the attending personnel. Corrections/additions to the user facility medwatch report have been made in ink/print on this report.